Event description:
In 2008, the pt mentioned she had 3 insulin infusion sets separate at the luer lock connection a few months ago. She stated all the sets were from the same box. The pt did not have the lot number, but said the sets were the "old" ones without a blue holder cap. She stated 1 set completely separated and 2 sets still have the inner tubing attached. She said she had an elevated blood glucose reading of 220 mg/dl with her target reading being 80 mg/dl. Symptoms were thirst and feeling grumpy and she corrected her reading by changing the infusion set and bolusing insulin through her insulin infusion device. The pt stated she is aware of the recall. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.